Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, crosstalk issue was observed. The signal on the atrial and ventricular leads were both lining up directly on top of each other. An electrocardiogram was performed, it was determined that when pacing through the device atrial lead, the atrial lead was causing the ventricle to capture. A chest x-ray was performed, and it noted that the atrial lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.